Event description:
It was reported that the device was explanted and replaced due to loss of capture.

Manufacturer narrative:
The pacemaker and the associated torque wrench (tw) were returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. The pacemaker was interrogated, and the memory content was analyzed indicating no anomalies. The header of the device was investigated. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also, the spring element of the pacemaker did not show any deviations. The returned tw was analyzed as well, revealing no peculiarities. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A threshold test was performed using a heart simulator. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.